Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not communicate with ec10 module. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer is reporting replacing the monitoring setup including the interface cable, ec10, and intellivue monitor. Biomed has confirmed the v60 baud rate is set to 19,600. The rse advised the customer that the likely failure is with the cpu board. The rse advised the customer to test the unit utilizing the v60 service cable. The biomed reported not having the v60 service cable. The biomed is unable to test v60 utilizing tera term or the capability to reload software version 2.30. The rse provided parts ID for the cpu pcba (software 2.30). The customer requested on-site service for repair.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the module port was not communicating. The customer replaced the cpu pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.